Manufacturer narrative:
Upon first inspection, the pump appeared to be in good condition with no obvious signs of tampering or damage. The force gauge could move but would sometimes get stuck temporarily during compression. All of the components inside the clamshell were in the right place. The pushrod could be removed but it was harder to do than average. A significant portion of the stem was covered with an excessive amount of loctite. When the pump was reassembled, the pump would still get stuck temporarily. This indicates that an excessive amount of loctite was used on the pushrod stem which caused it to get stuck temporarily during compression.

Event description:
Metronome stopped working, found on shift check. Force gauge sticking.